Event description:
It was reported that during an unk procedure, the device cut but did not staple. There were no staples in the housing. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.